Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: end of procedure. It was reported that at the end of the right carotid artery stenting procedure, after distal protection was removed, the patient experienced a stroke and was unable to move his left arm. There were no other neurological deficits. The procedure went well and there were no device problems. The patient's condition is improving and hospitalization was prolonged. Though requested no additional information was provided. Study event

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device remains in the patient. A review of the device history record did not produce any findings relevant to this report.